Manufacturer narrative:
(B)(4).

Event description:
The left knee neuropathic pain patient reported through a manufacturer representative (rep) that they experienced "shocking" sensations and a lack of appropriate paresthesia. It was noted the rep indicated their assistance had been requested "almost weekly for the past couple of months" prior to report in order to reprogram the patient. The patient's implantable neurostimulator (ins) was "reoriented on occasion" and the rep also changed the patient's angles for laying/upright positions. When the patient's device was checked at the time of report, "the patient was lying on his back and the device was reading upright and mobile." The rep noted he had become suspicious of the device on (B)(6) 2015 "when programming seemed to be ok when adaptive stimulation was checked, but the patient reported that it hadn't been appropriate stimulation the day before." The patient was advised not to use their adaptive stimulation feature as a result of the event and to only use their device when they required it. The patient was also instructed to switch the device off between position changes. It reportedly "seemed to the rep that the accelerometer in the device was faulty." It was stated that given the postural variation the patient displayed that they "needed the accelerometer working." The patient reported that while walking on the morning of (B)(6) 2015 their "device switched on for a short period of time." It was noted this incident was visible in the patient's device diary. The patient was not near their programmer or recharger at the time of the incident. As of (B)(6) 2015 the patient "continued to have pain around the ins site, but his main issue was the inconsistent therapy delivered by the device." Impedance testing performed on (B)(6) 2015 found no out of range impedance values. While the rep interrogated the patient's device it was reported "the orientation changed spontaneously from upright to transition." It was noted the patient's best program was previously copied and changed to a non-adaptive program. The patient was initially set to 3.0 v and this was "comfortable, but suddenly became too strong." The patient was then adjusted to 2.25 v which was "alright for a while, then it became too strong." Finally, the patient was lowered to 1.6 v. It was noted that while this had occurred recently, the patient's first 6-8 weeks with the device provided "good pain relief with consistent paresthesia" and that it was "totally inconsistent" as of (B)(6) 2015. The issue remained unresolved at the time of report. There were no surgical interventions performed and it was unknown if any were planned. Additional information has been requested; a supplemental report will be filed if additional information is received.